Event description:
The customer reported the ventilator displayed a 35volt supply failure message and alarmed. A 35volt failure occurrence during operation in normal ventilation mode may result in a shutdown of the device. The customer was unsure if the device was in use on a patient however, there was no reported patient harm. The manufacturers service technician confirmed the reported problem. The service technician replaced the power management pcb board and motor controller pcb board to address the reported problem. Final applicable testing was completed and passed to operating specifications.